Event description:
The customer received questionable results for alanine aminotransferase acc. To ifcc with/without pyridoxal phosphate activation (alt) and triglycerides gpo-pap (trig) on four patient samples from (B)(6) 2013. Of those four samples, one sample on (B)(6) 2013 was found to have erroneous results reported outside of the laboratory. The units for alt are u/l and the units for trig are mg/dl. The customer indicated the sample in question had been processed through the modular pre-analytics system and was originally run on the analyzer around 1147am on (B)(6) 2013. The customer also indicated that they had begun to see imprecision on alt and trig results on patient samples beginning on (B)(6) 2013. The sample had initial alt results of 314 and initial trig results of 412. These initial results were released outside of the laboratory. About 24 hours later, the samples were repeated on another analytical p module. The repeat alt result was 11 and the repeat trig result was 48. The customer deemed the results from the other analytical p module to be correct and issued corrected reports. The patient was not harmed, there was no adverse event. The customer had performed a precision check on alt and trig and indicated it was acceptable. The lot numbers and expiration date of alt and trig reagents in use were requested from, but was not provided by the customer. The field service representative found the final squeegee on the rinse mechanism for the measurement reaction cells was clogged with foreign material. This caused insufficient vacuum to the final squeegee to properly evacuate the measurement reaction cells. He replaced the squeegee on the rinse nozzle. He also cleaned the rinse nozzles, checked the probe adjusts and inspected the measurement reaction cells. He verified operation by performing qc on alt and trig, which was within the customer's specifications. He also ran a precision test on alt and trig, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly- squeegee.